Manufacturer narrative:
Customer reported that there was speaker error. The device was chipped out on lower left front corner of top case also cracked on right plunger case. Performed power process,primary audible alarm post - ehl attached to complaint for reference. Unable to determine what cause the problem. Replaced speaker for preventive measure, performed pm maintenance and all functional testing.

Event description:
It was reported that the device had speaker error. No patient injury was reported.